Event description:
Rn reports a home patient (hp) with a leak in the twist clamp area of the transfer set. The transfer set was 2 months old. The hp received a transfer set change and prophylactic antibiotics. (Ancef 1gm. And gentamycin 160mg.) No patient injury was reported per the rn.